Event description:
It was reported that during an unknown procedure, the first device had the tissue pad fall off outside of the patient. The second device would not cut and coagulate. It is unknown how the case was completed. There was no patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the first device was returned with the tissue pad melted. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Additional information on the 2nd device is not yet available.